Event description:
During atrial fibrillation surgery, resistance was noted when the atrial septal puncture was performed to insert the needle into the sheath. Another attempt was made to insert the needle with no resolution. The needle could not completely pierce from the tip of the head. An additional access site was needed to replace the sheath, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation, however, the dilator was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty and additional access site remains unknown.